Event description:
It was reported by customer a syringe module that was found shut off after a bolus from syringe infusion of hydromorphone was completed. The bolus was intended to infuse at a rate of 8.23ml/hour with an intended volume to be infused (vtbi) of 1.37ml dose 0.008 mg/kg. The continuous infusion was intended to proceed at a rate of 1.89ml/hour dose 11mcg/kg/hour with an intended volume to be infused (vtbi) of 14ml. The total bag/bottle volume and concentration was 50ml (2mg in 50ml), review of ikp data the customer identified the bolus started and the bolus completed. The continuous infusion had to be restarted by the clinician that identified the issue at 09:21am. The customer identified the stop of the syringe module which should have transitioned back to the baseline continuous infusion. The customer indicated in this situation the end user encountered a soft guard rail on the continuous infusion when programming the bolus, they selected no for the soft guardrail which stopped the continuous infusion, when the bolus was completed the module turned off. The patient outcome was the continuous infusion of hydromorphone was stopped.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, PMA / 510(k)#. Additional information: imdrf annex e, f, a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a syringe module was found stopped was confirmed through log review. No devices were returned for this investigation, however, the facility provided logs to investigate the reported issue. Pcu module event log showed on 28 march 2025, at 3:49 am a guardrails continuous infusion of hydromorph cont reg (drug ID=532) started with rate of 1.89 ml/h, vtbi of 24.7672 ml and a dose of 11mcg/kg/h. Before starting the infusion, a soft guardrails message appeared, indicating the dose exceeded the maximum of 8 mcg/kg/h. The user pressed "yes" to continue, bolus infusion was completed as expected, right after the programmed continuous infusion started. The same programmed behavior was recorded at 7:59 am, but the user pressed "no" to continue. The bolus was completed as expected, right after the infusion remained stopped. Between 9:17 am to 9:21 am the user pressed key channel off and attempted to restore the infusion. At 9:35 am the same parameters were programmed and the soft guardrails message reappeared, once again, the user pressed "yes" to proceed, the bolus infusion was completed successfully, immediately after completing the bolus, the programmed continuous infusion began as expected. Per alaris system with guardrails user manual v12.1 the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. When programming a continuous infusion, if the programmed continuous dose infusion is outside the soft limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. If yes soft key is pressed, programming continues; if no soft key is pressed, infusion needs to be reprogrammed. Root cause: the reported issue that a syringe module was found stopped after a bolus was confirmed through a log review, the root cause is attributed to a customer programming error. Log review identified the customer selected the option ¿no¿ to a guardrails message to proceed with the infusion. Guardrails message appeared for a dose of 11mcg/kg/h programmed for the continuous infusion that exceeded the maximum limit of 8mcg/kg/h. The ¿no¿ selection prevented the continuous infusion from proceeding, ensuring that once the programmed bolus was completed, the syringe had no further scheduled administration. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer a syringe module that was found shut off after a bolus from syringe infusion of hydromorphone was completed. Ikp data we identified the bolus started and the bolus completed. The continuous infusion had to be restarted by the nurse that identified the issue at 09:21am. Medical engineering has the syringe module and pcu related to the event. We also have the bd pump logs and ikp data associated with the event. In the event logs we identified the stop of the syringe module which should have transitioned back to the baseline continuous infusion. We are unable to understand why this issue occurred with the bolus at 7:59am as it appears it was programmed the same way as a previous bolus at 3:59am that transitioned appropriately. There was patient involvement. The patient outcome was the continuous infusion of hydromorphone was stopped.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.